Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing shocking after their last programming session on (B)(6) 2017. The patient stated that the shocking made them curl up in a ball and they were screaming for the manufacturer representative to turn off the stimulation. It was reported that the patient was having problems with their left shoulder and left arm, as they were experiencing pain and were hardly able to lift up their arm. The patient later clarified that they were unable to lift up their left arm at all. This was considered a sudden change in therapy/symptoms. It was further reported by the manufacturer representative that the patient felt strong stimulation in their arms and neck following the programming session on (B)(6) 2017. The patient stated that they were still having side effects from that visit. The patient was going to have tests done, including an MRI, x-rays, and nerve conduction testing, in order to determine what the problem was. It was noted that the patient¿s current system was implanted in their thoracic spine for back and leg pain. The patient stated that they have had stimulation turned off since that last reprogramming session in fear of getting strong stimulation in their upper body again. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the cause of the left shoulder/arm pain was unknown as they were told by the patient¿s healthcare provider (hcp) that there was a pre-existing condition. The patient was to have the MRI and nerve conduction performed and contact the manufacturer representative afterwards for reprogramming. The issue was not yet resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.